Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Device failure is suspected, but did not cause or contribute to a death.

Event description:
Clinic notes dated (B)(6) 2015 were received which reported that the patient was referred for a generator replacement due to a low battery and that the patient has been experiencing an increase in seizures which the physician feels is due to the low battery. Good faith attempts for further information from the physician have been unsuccessful. Although surgery is likely, it has not occurred to date.

Event description:
No performance or any other type of adverse conditions found with the pulse generator. On (B)(6) 2014, the impedance value changed from 7458 ohms to 9473 ohms but the date when high impedance first occurred is unknown.

Event description:
Patient underwent generator and lead replacement on (B)(6) 2015. When diagnostics were run after the used generator was replaced with the new generator, high impedance (>10.000 ohms) was observed. Several manipulation of pin insertion was attempted but with no success. Lead was therefore replaced and impedance after lead revision was within normal limits (1661 ohms). The explanted generator was received on (B)(4) 2015. Analysis is underway but has not been completed. The explanted lead was discarded.

Event description:
Additional information was received from the physician stating that the patient's increase in seizures are due to medication tapering attempts and low battery of the vns. The patient's original medication plan was resumed as interventions and patient regained seizure control. Medication changes were reported to be a causal factor preceding the increase in seizures. Patient's seizures are below pre-vns baseline.

Manufacturer narrative:
Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.